Event description:
It was reported that customer received excessive no delivery alarms, but was able to clear and insulin pump was functioning as designed. It was also reported that pixels were missing from display screen. Caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the rewind, displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted.